Manufacturer narrative:
This lead was returned intact to post market quality assurance laboratory of boston scientific. Visual examination noted that the helix mechanism was in a retracted position. Dried blood was noted around the helix. Subsequent testing was performed did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to unknown cause. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to unknown cause. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.